Manufacturer narrative:
Additional information: patient identifier and age updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733686, serial/lot #: unknown. Patient identifier and patient age not available. Device UDI number unavailable. A medtronic representative went to the site to test and service the equipment. The system passed the system checkout and was performing as intended. No parts were replaced on the system. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that during the case the site had completed an initial spin, but the second spin they completed did not transfer to the navigation system and a ¿3d disabled¿ message was displayed. The second spin had a nav tag but would not transfer over automatically or manually. Rebooting the medtronic imaging system did not resolve the issue. Technical services (ts) recommended restarting the navigation system, and after doing so the site was able to manually push the second exam. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome. A medtronic representative later called in about the case, and ts recommended an uninstall and reinstall of the software as they had seen the 3d disabled message on the system.